Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 596 mg/dl. Patient's other blood glucose value was 596 mg/dl. The customer was treated with insulin pump. Customer reported customer does not allege pump was under delivering. Customer reports insulin exited at the quick release. The device is not expected to be returned for analysis.